Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, two fibers were used, and both had a detachment of the fiber tip. The case was completed with a transurethral resection of the prostate (turp) procedure. There were no patient complications. 2 of 2 reports.

Manufacturer narrative:
With all the available information, boston scientific concludes that the as reported event was confirmed. Upon receipt the device at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device identified that the fiber tip was broken, and it was not returned. Also, it was found mild detritus on the fiber. The observed condition of the fiber is consistent with devices that experience tissue adhesion constant prolonged tissue contact, and/or a decrease in the saline cooling flow which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber tip damages, including glass and metal cap detachments. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the reported event.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, two fibers were used, and both had a detachment of the fiber tip. The case was completed with a transurethral resection of the prostate (turp) procedure. There were no patient complications. 2 of 2 reports.